Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the main coil was stretched and broken. Functional testing was performed and the findings are consistent with the reported event. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Per the device dfu: 'slowly and gently advance coil through the microcatheter without twisting until "fluoro saver" marker is flush with rhv". The reported event was confirmed. Based on the information available, it is probable that the device was limited die to procedural or anatomical factors during used, therefore, a cause of procedural factors will be assigned to this investigation.

Event description:
Analysis of the returned device found that main coil was broken. There was no clinical consequence to the patient.